Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change-out procedure due to normal eri, externalized conductors were observed on ventricular lead. The lead was tested and all electrical parameters were normal. Lead was connected to the new device and was not replaced.